Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve a dissection was confirmed at the access site, the right iliac artery. A non-medtronic peripheral stent was implanted and the procedure was completed. The patient was alive and well. The physician reported that the stent secured the approach route for the case due to the iliac artery being narrower than the specified vessel diameter. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.